Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Customer reported after applying a new pod they did not feel the pinch from the needle, the pink slide did not move forward, and the needle failed to deploy. The customer's blood glucose rose to 274 mg/dl. The customer removed the pod and replaced it with a new one.

Manufacturer narrative:
The pod was received with the needle mechanism assembly not deployed. The pod data showed an alarm occurred at fill, indicating there was a reset. The data showed the pod was in state 15 and delivered 0 pulses, indicating the pod was filled but it never completed the activation process. There were no damages, errors, or deficiencies observed with the pod that would inhibit it from operating as intended. The cause of the hazard alarm could not be determined.